Manufacturer narrative:
Device eval by MFR: the returned device matched with upn provided by the customer. Visual inspection of the returned guidewire had the middle section bent and wire broken. No issue was revealed with the polymer jacket. Dimensional inspection revealed the outer diameter of the distal, medium and proximal were within specification.

Event description:
It was reported that guidewire fracture occurred. A 182cm straight tip v-14 control wire guidewire was selected for use. However, the wire snapped in half while pulling the wire out of the hoop. The procedure was completed with another v14 guidewire. No patient complications nor injuries reported.

Event description:
It was reported that guidewire fracture occurred. A 182cm straight tip v-14 control wire guidewire was selected for use. However, the wire snapped in half while pulling the wire out of the hoop. The procedure was completed with another v14 guidewire. No patient complications nor injuries reported.